Event description:
It was reported that the pt is pursuing a liability claim arising out of the use of a nexgen knee. The original surgery occurred on (B)(6) 2008. The pt experienced pain shortly after implantation. A revision was performed in (B)(6) 2010 at which time loosening was noted.

Manufacturer narrative:
At this time, very little info is known. Should add'l info which would further the investigation be obtained this report will be updated.